Manufacturer narrative:
Additional information provided in model #/lot #. And device manufacture date. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria.(B)(4).

Event description:
A surgeon reported a bilateral case of corneal flap thickness being thicker than planned. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
No technical services were requested or performed on the system due to the reported event. There were no images of the optical coherence tomography (oct) scans, video of the treatment, patient ocular/medical history or system settings provided for review; however, a complaint intake form was reviewed and there were no indications of possible contributing factors. Based on the information provided, the root cause of the reported event cannot be determined conclusively. (B)(4).